Event description:
It was reported by service report that the gas fowler cylinder is leaking and the fowler is stuck. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.